Event description:
The pt's mother reported that the pt had been having an increase in seizure frequency since being implanted. The frequency was said to be above pre-vns values. The increase had started approx one month ago; the pt was on generic keppra, so her physician changed her to brand name keppra after the increase, which helped reduce the frequency. The pt had seen the physician on (B)(6) 2011 at which time the settings were increased. The mother stated that the pt had been under some stress for the last 6 months. The pt's physician was contacted, who stated that as of now they did not feel the seizures were caused by the vns; also, the site claimed the pt was last seen on (B)(6) 2011 at which time the pt's output current was at 1.25 ma. Attempts for further info were unsuccessful.